Event description:
A consumer reported after bilateral lasik surgery in 2010, he has experienced night vision issues. No additional info had been received after multiple attempts to the reporter and reporters' surgeon. This report will reference the pts right eye. Another MFR report is filed for the left eye. Additional info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 crf 803.56 when additional reportable info becomes available. (B)(4).